Event description:
The customer reported that they were unable to hear the patient via the system intercom. There was no report of harm associated with the event. The field service field engineer determined that the gantry microphone assembly had failed and replaced it to resolve the issue.

Manufacturer narrative:
Note: we have not complete our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).